Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call that the insulin pump alarmed power loose. Customer blood glucose reading was 188 mg/dl. The note reads no further details given. Insulin pump will be returning for analysis.

Manufacturer narrative:
Device passed displacement test, sleep current measurement, active current measurement and selftest. No power loss alarms noted during testing. Insulin pump trace download analysis confirmed the device alarmed power error 25. The power management tool confirmed power error 25 due to non-sleep anomaly software error.